Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with sepsis. In addition, a remote transmission indicated occasional non-capture on the right ventricular (rv) lead. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5092-52, serial#: (B)(4), implanted: (B)(6) 2008. Product ID: 5076-45, serial#: (B)(4), implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received from the patient's physician that indicated that the cause of the sepsis was unknown. The patient was treated with hemodialysis.